Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) entered into storage mode. The device was explanted and replaced. There were no adverse patient effects reported. The device is to be returned.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, the device has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Timestamps present in the device memory show that the period of time from eri to eol was greater than 90 days. The device did not pass the labeling longevity calculator. The device case was opened. A crack on the c204 capacitor was noted. It was determined that premature battery depletion was due to a cracked low-voltage capacitor, which resulted in a high current condition.